Event description:
It was reported that a user of the ilet system experienced hyperglycemia with a reported blood glucose over 400 mg/dl and temporarily disconnected from the pump, then self-administered 8 units of subcutaneous insulin via pen with plans to reconnect after reassessment. Symptoms included headache, marked upset, and nausea with a sensation of impending vomiting. Outcomes included transient interruption of usual device therapy and the need for self-dosing insulin while monitoring for improvement. Investigation included a review of product-use troubleshooting and user education conducted remotely. Investigation of this case revealed no confirmed device malfunction based on available information. It was concluded that the event was consistent with hyperglycemia of unclear cause with user-directed corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.